Event description:
Count not manage blood sugar; used freestyle libre 2 device for 2 months (starting in (B)(6) 2020 and ending on (B)(6) 2021 readings were consistently off from my one touch ultra 2 finger stick readings (anywhere from 20 to 70 mg/dl) not to mention false readings of low and high blood sugar, so that in the end I could not trust the unit and was checking my blood with finger sticks more often than before I was using the device. I had fully read the included literature, and totally understood that there would be a difference but these readings were way off. I also understood the various things that could impact the readings, and they were not present when these readings were taken since I was documenting my food, insulin use, exercise, calories, even bowl movements both on (B)(6) and (B)(6) spreadsheets. To sum up as a medical device it is a hunk of junk. FDA safety report ID# (B)(4).